Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The supplier reported on behalf of the patient indicating that the patient was having issues with the listed device. The cannula was reportedly bending at the infusion site and the adhesive was not adhering properly to the patient's skin. The patient was admitted to the hospital on (B)(6) 2015 due to elevated blood glucose levels. The patient received an insulin drip while in the hospital. The patient did not sustain any permanent injury from the event.